Event description:
A size 30 device was removed due to pain caused by loosening and replaced with a size 40 device. During primary surgery, surgeon was unsure if he needed to ream up one size larger to 40. He decided to stay with a size 30 to avoid cracking the cortex. He now thinks that he should have reamed up to 40 in the first case.